Event description:
Procedure type: proximal pancreaticoduodenectomy. According to the reporter: when approached on duodenum, the jaws would not close tight enough. It was forced closed and firing was done, but a broken sound was heard. Moreover, firing was not completed. Additional resection of tissue was needed. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).